Event description:
It was reported that an anomaly with the valve of the faradrive steerable sheath was noted during introduction, which allowed air to enter. This was identified while the device was in the left atrium post transeptal. To solve the issue the device was replaced, and the procedure was completed without patient complications. The device is not expected to be returned.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.